Manufacturer narrative:
Product event summary: analysis confirmed that the stylus would not align with the cursor. It was also found that the floppy drive had difficulty reading disks. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen and cursor do not line up on the screen, which prevented anything from being selected. Calibration was attempted, but the problem was not resolved. The programmer has been returned for service. There was no patient involvement.